Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 09/17/2024.

Event description:
A patient reported "I noticed a sharp edge against my tongue in back and a tip piece of my back molar was missing. I looked in the impression and it was there, stuck in a divet in the impression so heading to get that fixed today. I'm honestly regretting this whole process." Tooth #30 chipped when she did her impression. That tooth appears to have a large filling in it previously. She went to doctor of dental surgery and needs a crown.